Manufacturer narrative:
Pump received with cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. Pump passed the displacement. The test infusion set and reservoir does lock into place.

Event description:
Information received by medtronic indicated that the insulin pump had physical damage. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.